Manufacturer narrative:
This report is submitted on july 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed a staph infection three weeks after the device was implanted on (B)(6) 2018 and was subsequently treated with oral and IV antibiotics. It was also reported that the patient was hospitalised on (B)(6) 2018 and the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.